Event description:
The customer reported that this defibrillator was having trouble with artifact coming through when first attached to a patient. This did not affect patient treatment.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. No problems of artifact were found nor could artifact be induced. The patient cable used at the time of the reported problem was not returned for evaluation. The customer was sent a letter explaining our evaluation and that the patient cable, not returned for evaluation, should be considered as a possible cause.